Event description:
Pulmonetic systems, inc. Received a call from a representative of facility on 08/27/02. The representative reported the following problem: unit froze on patient with alarm. No patient harm reported.